Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: visual examination of the bumper tip found no damage or issues with its profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found damage to the proximal end of the crimped stent. The stent struts were stretched, deformed and lifted upwards from the stent profile. A visual and tactile examination of the midshaft section found no issues with its profile. A visual and tactile examination of the midshaft section found no issues with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the fibrotic ostial right coronary artery (rca). Pre dilatation was done using a 2.5x10 mm flextome cutting balloon catheter. A 3.5*x20mm taxus liberté stent was unable to cross the lesion. The catheter was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.